Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer's blood glucose was 321 mg/dl at the time of the event. The customer did not show any symptoms of the high blood glucose. The customer went on the ER for treating high blood glucose. The automode feature was active at the time of the event. Troubleshooting was performed and the customer was advised to change the insulin, reservoir, and infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.